Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a reaming procedure: surgeon was reaming with the 12.5 mm reamer head and the head disengaged from the drive shaft with the reamer head breaking in the pt's canal. Surgeon removed the instrumentation and noted the tube assembly was also broken, however, the tube did not break in the canal. Surgeon removed pieces of the reamer head. Three pieces remain in the pt's canal. Surgeon selected another reamer head, shaft and tube and completed the procedure.